Manufacturer narrative:
The device was discarded, thus no investigation could be completed.submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to need for ICD upgrade and venous occlusion. A right atrial (ra) lead was present in the patient but was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. The physician began by using a spectranetics 14f glidelight laser sheath. Progress stalled and the physician decided to switch to a spectranetics 11f tightrail rotating dilator sheath. The glidelight was removed from the body, and the tightrail was inserted (but never used) when the patient''s blood pressure dropped. The physician used imaging to determine location of the bleeding; however, fluid was observed near the left lung. A drain was placed within the chest and blood was removed. The patient showed pulseless electrical activity (pea), and rescue efforts began, including sternotomy. A subclavian perforation was discovered, requiring the surgeon to break the patient''s clavicle (collarbone) in order to access the injury. The perforation was successfully repaired. The physician and surgeon chose to leave the rv within the patient; no attempt was made to unlock the lld from the rv lead and they were cut and capped and remained in the patient (MDR #1721279-2022-00182). The patient survived the procedure.this report captures the 14f glidelight in use when the subclavian perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.